Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient filled cartridge with insulin and at the load step all insulin primed out. The patient confirmed that he received several loss of primes. The patient confirmed there is no trauma to the pump and they did receive cartridge no detected alarms. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: several load step malfunctions and "loss of prime" warnings with zero force were recorded in the black box history. A "no cartridge detected" alarm was emitted during the load step. The pump was exercised for 24hours on a 1unit per hour basal rate with no loss of prime. During evaluation, there was green contamination found on the force sensor. Unrelated complaint, corrosion found to the battery cap, the display lens was leaking and the battery compartment was damaged, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.